Event description:
Discordant advia 1800 low sodium (na) results were obtained on two patients and reported to the physicians. Discordant results were questioned by the physicians. The samples were repeated and the corrected results were sent to the physicians. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched the customer site. The fse evaluated the instrument and data. The fse determined that the cause for discordant sodium results was unknown. The instrument is performing within specification. No further evaluation of the device is required.